Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and no errors occurred. It was determined likely the device issue was caused by user manipulating the pump during self-test.

Event description:
It was reported the device gave a "system failure- force sensor" error message. No adverse effects reported.